Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the magnet on the device would not work properly and it would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was able to duplicate and verify the reported issue. The root cause of the reported issue was determined to be due to the reed switch, sw5. The customer was provided with a replacement device. The device was archived by stryker.

Event description:
A customer contacted stryker to report that the magnet on the device would not work properly and it would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.